Event description:
Additional information was provided 27jan2026. The device was in place less than 24 hours prior to failure. It was confirmed that the catheter was not replaced after the failure was noted. It was confirmed that the patient did not experience any adverse effects or require any additional procedures due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the white hub of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was cracked. After repositioning the patient, it was noted that the patient's gown was wet on the right femoral side, initially thought to be due to sweating or a possible spill during the turns. During preparation for intravenous medication administration via the central venous line, the white port was flushed, resulting in fluid spraying out. Closer inspection revealed a crack in the port, with fluid leaking. The port was immediately clamped, covered with a red stopper, and marked with an orange warning sticker to indicate it should not be used. The "acnm and ICU registrar" were notified who advised clamping and labeling the defective port and continuing use of the unaffected ports. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1 - cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set h3 ¿ the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.